Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern for textured implant device.

Event description:
Healthcare professional reported bilateral implant exchange from textured to smooth due to the concerns of the product and deflation. The device has been explanted and replaced. This record is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on posterior and crease flat. Leak test and microscopic analysis was performed which identified, sharp opening on posterior and non-penetrating nick. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, bilateral implant exchange from textured to smooth, due to the concerns of the product. And deflation. The device has been explanted and replaced. This record is for the right side.